Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat# 65620005222 lot# 61819018 shell porous with cluster holes 52 mm o.d. With calcicoat ceramic coating cat# 00625006535 lot# unk bone scr 6.5x35 self-tap cat# 00801102020 lot# 61699632 allen medullary cement plugs 1-20 mm diameter flange/10 mm diameter core store in cool dry place cat# 00801803202 lot# 61864035 femoral head sterile product do not resterilize 12/14 taper cat# 00631005032 lot# 61847820 liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells g2: foreign: australia the customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip procedure. Subsequently, the patient was revised approximately 12 years later due to fractured femur. Attempts have been made and no further information has been provided.